Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged, had high thresholds, and had unstable thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.